Event description:
A scrub tech reported that the probe would not cut at high speed, only at the lower speed during vitrectomy procedure. She further clarified that when the surgeon was in the pt's eye and attempted to increase cutter speed, the cutter stopped opening and closing. The scrub tech could not recall if aspiration was still working or not. The probe was replaced to continue the case. There was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been received and in-house testing in progress. The device history records (DHR) for the lots were reviewed. An actuation issue was found on one of the two component lots, however, the suspected product was re-inspected and the product was released according to the MFR's acceptance criteria. A complaint history review indicates zero add'l complaints were associated with the one actuation issue component lots. A root cause has not been identified. (B)(4).